Event description:
Received maude from FDA #(B)(4), before an unknown procedure; while staff was inspecting package integrity prior to equipment use, the device was noted to have a long dark hair contained within the sterile packaging. It is not known how the procedure was completed. There were no patient consequences reported. Device is available for return.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Maude report attached the device was returned inside of its sterile package. The instrument was not taken out of the sealed package in order to preserve the evidence. Because of this the instrument was not functionally tested. The blister and the tyvek were inspected and the integrity did not look to be compromised. While inspecting the seal it was noted that there was foreign matter which that appears to be hair. It is possible that foreign matter (hair) was from our manufacturing/packaging process.